Event description:
Consumer claims to have had ears pierced with the inverness system at a retail vendor in 2004. Sought medical attention six days later for redness and swelling at the piercing site. Oral antibiotics were prescribed. Returned for medical attention two days later and an incision and drainage was performed adn a different oral antibiotic was prescribed. Consumer was admitted to the hospital ten days later and during their stay consumer was administered i.v. And oral antibiotics. Consumer was discharged four day later, and was discharged ten days later adn was continued on oral i.v. Antibiotic therapy at home